Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air bubbles were observed within the cartridge connection. Blood glucose (bg) level was 292mg/dl. Bg level was addressed by priming out the air bubbles and correcting with the pump.